Event description:
The customer reported the insertion section of the subject device was deformed. The reported issue occurred while preparing the subject device for use during an unspecified procedure. There was no delay in the intended procedure. The procedure was completed using another device. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the inside of the light guide (lg) lens was dirty. This report is being submitted for the malfunction found during evaluation of the device (dirty lg lens).

Manufacturer narrative:
During inspection and testing, the reported issue (deformed insertion section) was confirmed. There was a crease at the connecting tube, and the connecting tube was crumpled. In addition, service found the bending angle in the up direction was out of specification due to wear of the angulation wire, the scope connector cover was deformed, the adhesive on the objective lens was damaged, and the electrical connector was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress, chemical stress, storage environment, resulted in a gap being generated at light guide (lg)-lens glue and dirt entered there. The event can be detected/prevented by following the instructions for use (IFU) which state: inspection of the endoscope: ¿inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities.¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.¿ ¿the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk.¿ olympus will continue to monitor field performance for this device.